Event description:
It was reported that this pacemaker exhibited undersensing, identifying fine atrial fibrillation as noise. Technical services (ts) explained that the undersensing led to inappropriate atrial pacing, which created cross-chamber blanking windows, causing ventricular sensing to be blanked and resulting in inappropriate ventricular pacing. Additionally, atrial tachy response (atr) episodes were observed. Ts recommended adjusting the right atrial sensitivity from 0.25mv to 0.75mv and continuing remote monitoring. No adverse patient effects were reported. This pacemaker remains in service.